Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The up/down button does not operate. There is a temporary bad connection in the conductive path between the zif-connector and the flexprint which led to a non-functioning up/down button.

Event description:
On (B)(6) 2013, it was reported that the down button on the patient's infusion device was only functioning intermittently. The patient also reported that the device was exhibiting a higher than normal power consumption of the batteries. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.